Event description:
The customer reported that they experienced a leak o one of the female luer connectors of the set. The set was connected to a bd plastipak 50 ml syringe. From the reported info, there are no indications of serious injury to the patient or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). This report was filed by the manufacturer. Although requested, device has not bee rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for evaluation.